Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this right ventricular (rv) lead was found to be dislodged at predischarge check. Decreased sensing was noted. The lead was successfully repositioned and remains implanted. The lead remains actively implanted. If further information becomes available, this event will be updated.